Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented to the emergency department after worsening symptoms of infection. The patient had fever and increased fatigue. Patient was positive for vegetation on the aortic valve as well as in two of his leads. Patient was found to have uti and endocarditis and was transferred to another facility to have his device and leads explanted. On (B)(6) 2018 the device and leads were explanted. Patient is stable.